Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited high out of range shock impedances greater than 125 ohms. The patient reported to received a shock several months ago and the impedances were found to be normal with shock delivery. The patient later underwent a revision procedure for normal battery depletion (nbd) and the associated implantable cardioverter defibrillator (ICD) was explanted and replaced. No changes were made to the rv lead. No adverse patient effects were reported. This product remains in-service.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited high out of range shock impedances greater than 125 ohms. The patient reported to receive a shock several months ago and the impedances were found to be normal with shock delivery. The patient later underwent a revision procedure for normal battery depletion (nbd) and the associated implantable cardioverter defibrillator (ICD) was explanted and replaced. No changes were made to the rv lead. No adverse patient effects were reported. This product remains in-service. Additional information was received which indicated that, the implantable cardioverter defibrillator (ICD) system recorded the code 1005 indicative of an open circuit condition during shock delivery, as this right ventricular (rv) lead exhibited high pacing and shocking impedances out of range. Additionally, the patient received more than eight inappropriate shocks due to noisy signals oversensing. The therapy was exhausted. The technical services (ts) recommended to clear the code, turn the therapy off, evaluate the ICD and the lead system integrity and to consider a replacement of the lead system. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited high out of range shock impedances greater than 125 ohms. The patient reported to receive a shock several months ago and the impedances were found to be normal with shock delivery. The patient later underwent a revision procedure for normal battery depletion (nbd) and the associated implantable cardioverter defibrillator (ICD) was explanted and replaced. No changes were made to the rv lead. No adverse patient effects were reported. This product remains in-service. Additional information was received which indicated that, the implantable cardioverter defibrillator (ICD) system recorded the code 1005 indicative of an open circuit condition during shock delivery, as this right ventricular (rv) lead exhibited high pacing and shocking impedances out of range. Additionally, the patient received more than eight inappropriate shocks due to noisy signals oversensing. The therapy was exhausted. The technical services (ts) recommended to clear the code, turn the therapy off, evaluate the ICD and the lead system integrity and to consider a replacement of the lead system. Additional information was received from the field mentioning that the patient experienced discomfort, pain, infection and undesired sensations. The rv lead was surgically abandoned, and the patient required antibiotic treatment. The rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.